Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number: 2018960. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint. Bd will continue to monitor this issue and encourages you to submit your sample for review.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter needle was split with the outer catheter tube. The following information was provided by the initial reporter, translated from chinese to english: "the patient was given venipuncture to place an indwelling needle. During the puncture process, the outer catheter was further pushed into place, but it was found that it could not be moved. When the catheter was pulled out, it was found that the needle was split with the outer catheter tube, so a new indwelling needle was replaced and the indwelling needle was re-punctured, adding some pain to the patient.